Event description:
As reported, approximately 5 year, 8 months post successful tf tavr an implant card was received indicating the patient's sapien xt valve was explanted and replaced with a surgical valve conduit. Additional information has been requested.

Manufacturer narrative:
Investigation is ongoing. Valve not returned.

Manufacturer narrative:
Updated h.6 based on engineering evaluation completed. The valve was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other events for unknown valve explants. During manufacturing of the sapien xt transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU was reviewed. A warning is provided indicating that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Appropriate antibiotic prophylaxis is recommended post-procedure in patients at risk for prosthetic valve infection and endocarditis. Device degeneration and device explants are both listed as potential adverse events. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The valve explant for unknown reasons was unable to be confirmed due to unavailability of device and/or relevant medical record/imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals also revealed no deficiencies. In this case, the reason for explanting the valve approximately 5-year and 8-month post implantation was unknown. Multiple attempts were made to obtain information about the explant but was unsuccessful. There is insufficient information provided to determine a root cause at this time.